Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified signs of repeated use with nicks and gouges. Additional review of the fracture surface identified the surface to be consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features. The device history record was reviewed and identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint is confirmed via product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the fem cr impactor pad broke while putting on the femur. No pieces fell into the patient, no patient impact was reported.